Event description:
A medtronic pioneer catheter as inserted in a pt for the treatment of an unk lesion site. It was reported that the pioneer was prepped with a saline flush of the sideport luer (lumen around the needle). The needle was deployed and retracted as part of the prep procedure with no noticeable issues regarding the needle retraction. The time between device prep and needle deployment in the pt was about 5 minutes. The pioneer needle did not go through the intimal wall into the true lumen after the first needle deployment; therefore, the physician decided to retract the needle for a second attempt, but the needle would not retract into the catheter. The pt reported some discomfort. The physician believes the needle deployment was set to 5mm and commented that the needle advancement ring on the handle was able to be moved to the zero or "home" position on the handle with no resistance felt. He also added that there was some calcification proximal to the disease site. When the physician determined that the needle could not be retracted into the catheter housing, he pulled the pioneer catheter into the 8 f sheath and proceeded to remove the pioneer from the sheath. Upon exit from the sheath, it was noted that the needle was still extending outside of the catheter housing. The needle extension is believed to be less than 5mm, perhaps less than 3mm. Add'l attempts to retract the needle into the housing by manipulating the advancement/retraction ring, but the needle still remained outside of the catheter housing. The physician did not examine the catheter shaft and could not comment as to whether the shaft had any kinks present. No add'l clinical sequelae were reported. The device will not be returned to medtroinc as it was inadvertently discarded.